Event description:
When checking instruments upon return found black tip of instrument to be broken.

Manufacturer narrative:
The evaluation revealed the impactor to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item was documented as faultless prior to distribution. As the device had been in use for approx. 6 years we presuppose that it had fulfilled its tasks in former surgeries as intended. An investigation of the instrument was not possible because it was not available. The root cause of the clip fracture could not be determined. The provided picture confirmed the reported event: one black clip is broken of the tip from the impactor. Based on the potential time of usage of approx. 6 years it is very likely that the clip broke due to a fatigue fracture. The previous manufacturer defined this clip as exchangeable and described the repair of the clip in their work instruction ¿wi pa 7-30¿. Stryker development team did not include the work instruction in their literature; the further plan for this failure pattern is not defined so far. Future complaints will be monitored; in case a recurring issue will be identified the case will be evaluated according to pms trending procedure dqi 13-004. No discrepancies were detected during risk analysis review. No nonconformity identified; no actions are in place.

Event description:
When checking instruments upon return found black tip of instrument to be broken. Additional information, rep reported that "when checking instruments upon return found black tip of instrument to be missing. Researched and plastic tip was broken and was lost during transportation

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The reported device was manufactured and distributed by small (B)(4), howmedica osteonics corp.¿s purchased certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting.